Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that, upon interrogation, a polarity switch was observed from bipolar to unipolar. Oversensing in unipolar was consistent with noise. The overall impedance was trending slightly down from past follow-up visits. The lead was reprogrammed back to bipolar and is still in use. No patient complications have been reported as a result of this event.